Manufacturer narrative:
.

Event description:
A customer reported haze coming out from the unit. Healthcare workers complained of burning of the eyes when working around the unit. There was no medical attention received.